Event description:
On (B)(6) 2011, pt reported she just finished her pump training on (B)(6) 2011 and her blood glucose is elevated. Pt stated, she noticed her clothing was wet because the infusion set is leaking. Pt reported, she removed the infusion set and noticed that the cannula was bent. Pt stated, she tried again and the cannula bent again. Pt reported her blood glucose was over 20.0 mmol/l (360 mg/dl). Pt's normal blood glucose level is 4-10 mmol/l (72-180 mg/dl). Pt stated, the infusion device and accessories have been in use for one day. Pt reported there is a possibility of scar tissue at the infusion sites; will try to find a better site. Pt stated, she inserted a new infusion set and gave a bolus of 6.5 units of insulin. Pt reported, the infusion set leaked from the cannula again but it is a very small drop. Pt stated, she removed the cannula and it was not bent. Had pt insert a new cannula. Pt reported it did not leak; but did not give a bolus. On follow up call on (B)(6) 2011, pt reported, she had not received her infusion sets yet so she is unable to use the infusion device. Advised to call when she receives them. On follow up call on (B)(6) 2011, pt reported her shipment came in and the new infusion sets are working. Pt stated her blood glucose is returning to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.